Event description:
It was reported that patient faced steel cannula was bent on (b)(6) 2026. The patient experienced bleeding at the insertion site.

Manufacturer narrative:
E1: Name: (b)(6)Country: United States of AmericaStreet: (b)(6) Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates QP-IC-2026-0020 (IC Retrospective Complaint Review) and QP-IC-2026-0024 (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged.IMDRF Cause Investigation Code: Code B24 is not available in Database to capture Event History Log ReviewAdditional information: This Electronic Medical Device Report (eMDR) is being submitted to include the below: H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions H11: Investigation summaryComplaint Investigation Results:Electronic Quality Management System (eQMS) search:A query was run in the eQMS on 22/JUN/2026 against "Lot Number 6009723" and Similar Malfunction Codes: Steel cannula is found bent upon removal from infusion site, Steel cannula is found bent upon removal from infusion site - Reduced Flow.The review confirmed that Lot 6009723 and the identified failure mode are not associated with any Nonconforming reports (NCR)s or Corrective and Preventive Action (CAPA)s of the same or similar nature. Similar Complaints search:A query was run in the eQMS on 22/JUN/2026 against "Lot Number" criteria equal 6009723" and Similar Malfunction Codes: Steel cannula is found bent upon removal from infusion site, Steel cannula is found bent upon removal from infusion site - Reduced Flow.The count of complaint is 2. The complaints numbers are: complaint (b)(4), (b)(4).DHR Review:The lot 6009723 was manufactured according to Work Instruction (WI) version 98 and manufactured in Machine/Line: Multivac 14, on 18/OCT/2024 with a total of (b)(4) units. Sub-Assembly: Welding.The lot 4K02822 was manufactured according to Work Instruction (WI) version 34 and manufactured in Machine/Line: LS24, LS25, on 16/OCT/2024 with a total of (b)(4) units. The lot 4K02963 was manufactured according to Work Instruction (WI) version 34 and manufactured in Machine/Line: LS24, LS25, on 17/OCT/2024 with a total of (b)(4) units. Sub-Assembly: Gluing Connector.The lot 4K01144 was manufactured according to Work Instruction (WI) version 37 and manufactured in Machine/Line: MP3, on 17/OCT/2024 with a total of (b)(4) units. The lot 4K01145 was manufactured according to Work Instruction (WI) version 37 and manufactured in Machine/Line: MP3, on 12/OCT/2024 with a total of(b)(4) units. The lot 4K01146 was manufactured according to Work Instruction (WI) version 37 and manufactured in Machine/Line: MP3, on 16/OCT/2024 with a total of (b)(4) units. The Device History Record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code.Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual Evidence Review: No photo was provided to support visual confirmation of the reported issue.Conclusion: Unable to perform visual verification; assessment based on available documentation only.CAPA Determination Assessment - Conclusion Summary of Complaint Investigation: Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per WI (Monthly TRIPS and Alerts).Complaint Unconfirmed:Following investigation, the reported failure could not be confirmed for this complaint.Conclusion Summary of Complaint Investigation: As a result of the following:A comprehensive review was conducted, including eQMS queries, similar complaint searches, Device History Record review, visual evidence assessment, of available visual evidence, and a CAPA determination evaluation.No Nonconformance Reports (NCRs) or CAPAs of the same or similar nature were identified for Lot 6009723 and the associated malfunction code two complaints were identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.Based on the available information, this event is deemed to be a Reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380